Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the "pump has died". The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2018 with the following findings: the black box verified pump alarms cs88 and cs128-fe80 with rewind attempt and deliveries were not resumed. On investigation, the pump alarmed for cs 128-fe80 motor fault when rewind was attempted. Leak testing confirmed moisture ingress into the pump¿s internal compartment where moisture damage to the main printed circuit board was found. Investigation confirmed the pump had a malfunction.